Event description:
It was reported that the patient could not inflate this inflatable penile prosthesis (ipp). A revision surgery was requested by the physician but it has not been planned yet.

Manufacturer narrative:
Date of event is an approximate. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Manufacturer narrative:
B3: date of event is an approximate. Investigation summary: with all the available information boston scientific concludes that the reported inflation issues were not confirmed as the device performed within specifications. Review of the manufacturing documentation confirmed that the device met all specifications. Device history record (DHR): the device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the pump was leak tested, visually inspected and functionally tested; no visual damages were found upon inspection. Under microscope observation it was noted that the pump was contaminated. The pump was not functionally test due to the contamination. The cylinders were visually inspected, leak tested and examined using a microscope. Both cylinders had damage in the proximal cylinder bodies; a large tear in the outer tube and broken fabric threads was identified. This damage was the result of a sharp instrument damage which probably occurred during the explant surgery, and it will considering be a secondary failure. No damage was present in relation to the inner tube of the cylinders; therefore, both cylinders passed the leak and pressure tests performed. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion: based on the information available, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision surgery due to inflation issues. The pump and cylinders were removed and replaced.